Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: after deployment of the filter, the primary legs didn't open but the secondary legs did. The filter was removed from the patient with a snare. Prior to removal of the cook filter a suprarenal filter was placed. The suprarenal filter was planned for removal and an infrarenal filter would be placed in same procedure. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. No imaging were provided for the investigation. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding, maybe if the filter is deployed in a thrombus, if the filter legs are caught in a clot, or if the filter is not placed in the ivc. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: when the physician went to deploy the device, the primary struts didn't open but the secondary ones did. The device was removed from the patient. Additional information received 01sep2021: due to this occurrence the patient required 2nd right internal jugular (rij) access, placement of suprarenal retrievable filter, and removal of incompletely deployed cook celect. The filter was intended to have an infrarenal ivc placement and through rij approach. Additional information received 02sep2021: the filter was not still attached to the introducer system. It was subsequently removed using a gooseneck snare and 12 fr sheath a suprarenal filter was placed in the same session prior to removal of the cook filter. The patient is undergoing retrieval of the suprarenal filter today as well as placement of a infrarenal filter. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.